Event description:
As initially reported to customer relations: a patient of undisclosed gender and age underwent an unspecified procedure in which the colon depression set, g22181, was used. We [end user] placed a decompression tube in a pt and we [end user] lubricated the catheter. We [end user] placed the wire up to where it needed to be and then we [end user] guided the white tube over the wire. When we [end user] had the scope out of the patient and we [end user] were ready to deploy it, I [lead tech] started to pull. I [lead tech] know sometimes it can be a little tricky to get the tube out because it can kink and scrunch, but I [lead tech] kept it straight as possible, well that's what it started to do. I [lead tech] let up the tension a little bit and tried again and to no avail, even as straight as I [lead tech} was it still kinked and scrunched. The doctor suggested just releasing the wire only to ease the tension, I [lead tech] tried to take out the wire and that didn't work it was stuck. So again, I [lead tech] tried to release the black inner tube with the wire, and then I [lead tech] heard a snap and the black wire, and the guide wire actually broke in the white tube, ( it broke higher up to where the wire gets deployed as pictured below) we [end user] got a second tube kit, did the same exact thing and it worked fine.